Event description:
A pt reported they had a "vial of strips that were not good". Pt's strips allegedly had a discolored membrane. Pt reported no symptoms. The result on their meter were "16, 23, 34, and 39 mg/dl". The results on the one touch profile were not compared to any other device. Pt was not treated beyond home treatment. Pt had some food and retested after two hrs and obtained a blood glucose result of "34 mg/dl". No further info has been reported.